Manufacturer narrative:
The reported event, gasket or rubber ring broke off of the housing, was confirmed. During the inspection the quality technician observed that the housing rubber gasket o-ring seal was loose and cut. Device was placed in parts retention.

Event description:
It was reported that the rubber seal around the door of the aseptic housing was broken during surgery which can cause housing to open up and expose the non sterile battery to the sterile field. The procedure was completed successfully using backup equipment without a clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Event description:
It was reported that the rubber seal around the door of the aseptic housing was broken during surgery which can cause housing to open up and expose the non sterile battery to the sterile field. The procedure was completed successfully using backup equipment without a clinically significant delay, no medical intervention and no adverse consequences were reported with this event.